Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. Upon device interrogation, the right atrial (ra) lead exhibited high capture thresholds due to micro dislodgment. The patient underwent a successful ra lead replacement procedure, the lead was explanted and replaced. The patient was stable pre and post procedure.